Event description:
Pt with pseudoexfoliated glaucoma. Pre-op iop 47mm hg va (630), ac deep and lens status was pseudophakic with anterior chamber lens. Pt received timoptic 0.5bid and pilo 2% pre op. Implant in 2004 and device repositioned twice because implanted near cornea too much. The following day bleb leak spontaneously resolved. Va (6/60). Eight days later iop 12mm hg va 6/60 pt discharged. Five days later pt hospitalized due to iop spike to 70mmg where meds were introduced (diamox and mannitol) to bring pressure down. Pt readmitted 5 days later, for spiking iop and retreated with mmc and massage and discharged 3 days later after several repeat episodes. The following day readmitted for iop spike to 60mmg given mannitol IV reduced iop to 14mmhg and added pilo 4% qid and discharged. Fourteen days later readmitted with iop 55mhg given mannitol and discharged 4 days later. Seven days later readmitted to hosp for uncontrolled iop given mannitol and reduced iop. Meds changed to alphagan bid and diamox 250mgbid and discharged 4 days late. The following month admitted to hosp with uncontrolled iop 40mmhg put on diamox, cosopt, alphagan, pilo, and voltaren and discharged 3 days later, again hospitalized the following month to remove device and provide a trabeculectomy with mmc 0.02% for 2 minutes. Subsequent to this pt readmitted 17 days later for uncontrolled iop 38mmgh and underwent needling procedure with 5fu.